Manufacturer narrative:
(B)(4). The homechoice device was operational and was not returned for evaluation. The reported increased intra-peritoneal volume (iipv) issue was not confirmed. The cause was undetermined. Review of the service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult.

Event description:
A customer contacted baxter's technical service center to report a high drain 102 alarm which occurred on the homechoice (hc) before the nurse connected a patient. This alarm indicates a drain volume greater than 200% of the maximum prescribed cycle fill volume in standard mode. The nurse declined a swap of the device and will call baxter if there are any further problems. No patient was identified. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation. A follow-up report will be filed upon completion of the investigation or if any additional information becomes available.